Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient reported their dds stated they are not a good fit for byte aligner treatment due to laterals that are cross biting and recommended the patient cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.